Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that there was a meter error 1 issue. There was no allegation of an adverse event. This is potentially reportable because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.